Event description:
Ever since I have been suffering from chronic pelvic and abdominal pain, severe headaches, rashes, dizziness, u t infections, bruising, tingling in hands and legs, burning in legs, nausea, blurry vision, dry eye sockets, hot flashes, muscle weakness, brown spots under breast, heavy bleeding and lower back pain.